Event description:
It was reported that a small volume folfusor leaked ¿despite the cap being properly secured¿. This issue was observed during preparation in a specific unit to handle cytotoxic solutions and it was identified prior to connecting to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hôpital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection with the naked eye revealed fluid inside a bag that contained the unit. When the unit was removed from the bag, the potential cause of leak inside the bag was found to be untightened blue winged cap. A functional leak test was performed by filling the device with green colored water and manually tightening the cap. After fill and prime, no signs of a leak were observed from the device. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.